Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that on the follow up CT scan done revealed that there was aneurysm enlargement. The aneurysm diameter had increased by one centimeter compared to three years ago. Both sides of the common iliac arteries were aneurysmal, therefore distal type I endoleak from the common iliac arteries was suspected. A coil embolization was attempted, however, no distal type I endoleak was confirmed. Per the physician, it was suspected that there was type iii fabric endoleak from the main body; the cause of event was unknown. The patient will be monitored. No additional clinical sequelae was reported.